Event description:
It was reported a patient presented in clinic where bluetooth dongles were unavailable. The patient's implantable cardioverter-defibrillator presented with no inductive telemetry. No changes were made, a bluetooth dongle was shipped. The patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.